Event description:
(B)(6) 2016 11:35 am (gmt-5:00) added by (B)(4). It was reported that a ventilator owned by a rental company was shipped to their customer where it was received with a broken user interface holder. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The investigation of the reported complaint has been finalized. It was reported that the user interface holder was found broken after a transport. The ventilator is owned by a rental company and they had repaired the unit by themselves. No service call was initiated for the repair. The rental company had refused to give us information of how it broke and no parts have been received for further investigation. The broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that is/was above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It¿s unknown to us under which conditions during the transport the reported panel holder broke.

Event description:
(B)(4).